Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: h6(problem code).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) observed the deformed pressure spring inside the connector housing. Fse corrected pressure spring. Operation confirmed.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) arterial pressure connector cable did not plug in. There was no patient involvement reported.